Event description:
It was reported that the patient went to the hospital due to symptoms, whereupon the device was found to have no telemetry, no output, and premature battery depletion. The patient's heart rate was 25 bpm. At the last follow-up session in may 2009, the estimated longevity was 11 months. Further information received indicated that the patient's symptoms were low heart rate of 25 bpm, dizziness, and fainting or lightheadedness. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.